Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported by mother that her child faced a bent cannula event on (B)(6) 2025. The blood glucose level of the patient was 540 mg/dl which was treated with manual injection. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint (B)(4) according to reference results complaint is 2269014 has been evaluated. The batch 6010158 in question was manufactured at the reynosa site. The information in this complaint (B)(4) has been soft cannula found bent upon removal from infusion site. The batch 6007404 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found bent upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6010158 was manufactured according to the wi version (B)(4) manufactured in the machine 12, on 08/nov/2024, with a total of (B)(4) units. Assembly: the lot 4k06601 was assembled according to wi version 27 on-line inspection for assembly of quick set on 06/nov/2024, with a total of (B)(4) units. The lot 4k06602 was assembled according to wi version 27 on-line inspection for assembly of quick set on 07/nov/2024, with a total of (B)(4) units. The lot 4k06604 was assembled according to wi version 27 on-line inspection for assembly of quick set on 07/nov/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 08-jul-2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6010158 and 27 more complaint have been registered in database for the same lot 6010158 and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.